Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment which could not be resolved. Air was visible in the filter. Clotting of the circuit prevented rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to air in the circuit. The disposable cartridge was not available for evaluation. The exact cause of the air alarms cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. The patient resumed treatments with no additional problems. Nxstage medical considers this report closed. No additional info will be provided.